Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The medium-large clip applier instrument was analyzed and found to have two bent grips, causing them to be misaligned. The offset at the tips was 1.49mm. A clip cannot be properly loaded into the clip groove of the grip-tips. The grips were not found to be cracked. Additional related observation(s) not reported by site: the instrument was found to have a dislodged grip tang near the base of the grip tip. This causes entrapment of the tissue. The probable root cause of the dislodged grip tang was attributed to damage during use and can occur due to grasping hard tissue or objects, or through collisions with other instruments.

Event description:
It was reported that the medium-large clip applier instrument had an unknown issue. The customer reported event has no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the site to obtain additional information, however, no further details could be provided regarding the reported event.